Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the analysis of the production documents and the study of the returned data. Til today, the medical products have not been received for analysis and could therefore not be examined themselves. The analysis is therefore based on the study of the production of the products complained about and an analysis of the included data. The manufacturing processes of the ICD and the lead were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper ICD behavior. In the recording interval between (B)(6)2018 and(B)(6)2019 , the right-ventricular pacing threshold was first recorded as 0.4ms. At the end of the recording interval, an increase in the pacing threshold to about 1.2v was recorded. The right-ventricular sensing amplitude was initially recorded vacillating between 17mv and 20mv; at the end of the recording, the amplitude dropped to about 14mv. The right-ventricular pacing impedance was initially recorded vacillating between 570ohm and 700ohm; at the end of the recording interval, the impedance rose to about 1100ohm. The right-ventricular shock impedance increased from initially about 55ohm gradually to about 80ohm at the end of the recording process. The analysis of the provided iegm episodes showed interference signals on the right-ventricular channel, which led to oversensing and several inappropriate shocks, of which the complaint reports. Despite the available information, no conclusion can be drawn as to the cause of the observed oversensing and the inappropriate shocks. An analysis of the lead and the ICD themselves would be required to determine the cause.

Event description:
It was reported that approx. 78 months after the lead implantation, the patient received several inappropriate shocks. This linox smart was then capped on (B)(6) 2019. A new lead was implanted and connected to the ICD. The ICD was deactivated upon the patients request on (B)(6) 2019. The patient suffered pain as a result of the shocks, which also had a lasting psychological effect. The patient is undergoing psychiatric treatment for post-traumatic stress disorder.